Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following was reported by aci's sales rep: "device was deployed properly. Patient met all guidelines for a successful deployment. Tamp tube was removed and 95% of sealant was sticking outside of the body." The physician reportedly shuttled down completely and there was no significant resistance when shuttling down. The sheath's stopcock was open prior to shuttling down. No kinks on the sheath were observed. Patient developed a 6cm hematoma and manual compression was applied for 10/15 minutes. The patient was not hospitalized. Procedure type: coronary diagnostic. Vessel size: +6mm.